Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue end) and the main body (light blue part) of a peritoneal dialysis (pd) transfer set. It was further described as ¿the dark blue end of the transfer set had come away from the light blue part¿. This occurred during training for automated peritoneal dialysis (apd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation with a cap attached to the female connector. A visual inspection with the naked eye and magnification noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the set during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.